Manufacturer narrative:
Device received with cracked reservoir tube lip noted. Device passed displacement test. The test reservoir was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was chipping near reservoir area and had hairline crack. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that transmitter had crack. The insulin pump will not be returned for analysis.